Event description:
The physician reported that patient had complained of chin implant being both visible and palpable. They felt the flanges of the chin implant were too stiff. The device was explanted and replaced with another style of chin implant approximately 4 months after implantation. Though explant was at least partly due to patient preference, this event is being reported in good faith as device was not completely absolved in contributing to need for explant surgery.

Manufacturer narrative:
Reviews device history records and complaints summary records. Results -a review of the device history records revealed no assignable cause for the reported event. There have been no other reported complaints on the lot associated with this report or on any other eptfe-eac product.